Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. The device was not returned with the canister present, therefore we cannot discount that the complaint issue may be due to issues with the canister, if the canister is returned in the future then this complaint will be reopened.

Event description:
It was reported that the renasys touch pump was alarming for blockage, the canister was changed with no effect, changing the pump fixed the problem. There was a device on hand to swap over, therapy delayed less than 30 minutes. There was no impact to the patient due to this event.